Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, device code - unknown, expiration date - unknown , date implanted - unknown, date explanted - unknown , initial reporter, PMA/510(k) number , manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported that patient underwent a procedure to repair an inverse intertrochanteric fracture on an unknown date. Subsequently, the patient was revised two months later due to a fractured nail. The nail was removed and replaced with a different nail. No further information has been provided.